Event description:
A malfunction was reported on the pump. The customer went to the hospital and was admitted to the intensive care unit with a blood glucose level of 800-900 mg/dl and ketones. The customer was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. The customer was discharged from the ICU on (B)(6) 2025.